Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. The pump was plugged in, powered on, and was able to be successfully charged. Customer reloaded the same cartridge and resumed insulin therapy. The customer¿s blood glucose was approximately 500(mg/dl) which was addressed with a manual injection.